Event description:
This case was initially received via regulatory authority (reference number: mw5076624) on 03-may-2018. This spontaneous case was reported by a nurse and describes the occurrence of gastrointestinal injury ("perforated essure coil from sigmoid mesentery") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the gastrointestinal injury outcome was unknown. The reporter provided no causality assessment for gastrointestinal injury with essure. The reporter commented: resection of perforated essure coil from sigmoid mesentery, discovered during abdominal surgery. Further company follow-up with the nurse is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5076624) on 03-may-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a nurse and describes the occurrence of gastrointestinal injury ("perforated essure coil from sigmoid mesentery") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the gastrointestinal injury outcome was unknown. The reporter provided no causality assessment for gastrointestinal injury with essure. The reporter commented: resection of perforated essure coil from sigmoid mesentery, discovered during abdominal surgery. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the nurse is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.